Event description:
Patient later reported left side "an incidental finding of free silicone and silicone lymph nodes in the left axilla" via mammogram and ultrasound.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and silicone migration

Event description:
Patient reported "a difference in the left side breast and a found a lump, left side ruptured implant diagnosed by mammogram". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.